Event description:
The customer reported that when they power their device on, the display starts flashing and the device locks up. In this condition, the device could not be used for defibrillation therapy if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has identified that this device was remanufactured without the involvement of physio-control. Therefore, physio-control is no longer the manufacturer and no additional investigation will be performed.